Manufacturer narrative:
(B)(4). The device sample was not received at the time of this report.

Event description:
The defect was reported as: the customer alleges the 15mm connector snapped when the anesthetist connected the circuit to the device. There was no patient harm reported.